Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Investigation conclusions code in h6 is corrected in this report.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s s1 lead migrated. As such, surgical intervention took place wherein the lead was explanted and replaced to address the issue.